Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified some fold creases, around a 0-25% of the plug strap is missing, and a broken plug strap. A leak test did not identify any openings and a microscopic analysis was performed which identified a broken plug strap with a striated edge assessed as surgical damage consistent with the use of some surgical tool. The fill test inspection was performed, the result was no blockage was found. Based on the device analysis the final assessment is: broken plug strap with striated edge assessed as surgical damage consist in the use of some surgical tool. Missing plug strap that is assessed as inconclusive. No openings found.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.